Event description:
It was reported in a literature publication that a retrospective study was conducted of pediatric patients that underwent instrumentation placement due to diagnoses of craniocervical instability and were determined to require occipitocervical fusion. All patients underwent occipitocervical fusion using instrumentation and autograft. Autografting was performed in all patients using rib. Antibiotics were given prior to incision and for 24 hours postoperatively. One patient presented with oc instability and trisomy 21. The patient underwent bilateral c2 pedicle and c3 lateral mass fusion. The patient developed a postoperative wound infection. Surgery was uneventful, but the patient returned to the clinic 2 weeks postoperatively with purulent drainage from the wound site. The incision was opened and pulse irrigated. The fascia was opened but the grafted bone was found to have no signs of infection, and the wound was re-approximated. The patient was discharged on oral cotrimoxazole (bactrim) and rifampin and had no further wound complications. In this same patient, an occipital bolt showed radiographic evidence of mild displacement at 6 months following surgery. Despite this hardware malfunction, solid bony fusion was noted, and the instrumentation did not require revision. The patient was followed for 2.39 years post-op.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.